Manufacturer narrative:
Additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject devices are not available for evaluation as they remain implanted in the patients. The date of the event is unknown; however, according to the article, the study period was from (B)(6) 2016 to (B)(6) 2020. Thus, the first day of the reported study period ((B)(6) 2016) was used as the occurrence date. Article citation: houeijeh a, karsenty c, combes n, batteux c, lecerf f, remy f, valdeolmillos e, petit j, hascoet s. A modified technique for transcatheter pulmonary valve implantation of sapien 3 valves in large right ventricular outflow tract: a matched comparison study. J clin med. 2023 dec 13;12(24):7656. Doi: 10.3390/jcm12247656. Pmid: 38137725; pmcid: pmc10743789. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "a modified technique for transcatheter pulmonary valve implantation of sapien 3 valves in large right ventricular outflow tract: a matched comparison study", the following events were identified as pertaining to edwards devices: 4 patients with an edwards valve of unknown model implanted in the pulmonic position underwent surgery for a valve-in-valve procedure after an unknown implant duration for unknown reasons. Transcatheter valves were implanted within the surgical edwards valves.